Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade I. Device remains implanted.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade I. Device has been explanted.